Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump eroded through the skin. The pump was replaced with "a new smaller pump" and was implanted on the opposing side of the pt's abdomen. The catheter was revised due to the new pump location. There was no infection present at the time of the replacement surgery. No rotor or dye study was performed. The pt recovered without sequela. The pump contained lioresal 500 mcg/ml.